Event description:
It was reported the surgeon attempted to insert a competitor's lens using the msi-pf injector, and the lens was torn during insertion. The lens was removed and another iol was implanted without pt incident. The pt's current prognosis is good.

Manufacturer narrative:
Lot order searches were performed and there were two (2) similar complaints found for the injector and eleven (11) similar complaints found for the cartridge.